Event description:
Potential for injury associated with a broken seat on a model 9630-4 commode. This event could cause possible product instability and the potential for the user to slide off the commode and the possibility of physical injury as a result of contact with the broken commode seat.